Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a use error of setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:26:16. During night drain cycle six, the patient's ultrafiltration reading was 1566ml, indicating the home patient (hp) drained 1566ml more than their maximum programmed fill volume of 2000ml. No additional information is available.